Event description:
Senseonics was made aware of an incident where the customer had issue linking the newly inserted sensor to the transmitter because she had a previous sensor in the same arm in the close proximity which resulted in getting a "new sensor detected" alert for the old one. The customer reported that the hcp was unable to remove the old sensor at the time of re-insertion. The customer was initially able to link the newly inserted sensor with the transmitter and everything was find for the first few days. But after that she received "new sensor detected" alert interrupting the normal functioning of the system.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The insertion of new sensor was off label or unapproved since it was inserted in a close proximity to the older sensor. This in turn created a signal interference issue for the patient with the new sensor as the system was detecting signal from old sensor. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm. Since the normal usage of the system wasn't possible due to sensors being close to each other, it was recommended to discuss with hcp about the possibility of removing the old sensor or all sensors. The hcp scheduled to remove the old sensor on (B)(6) 2023, but was unsuccessful. Another attempt will be made and the ctc would assist hcp in removing the sensor(s). No further investigation is necessary for this complaint.